Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant attempt, the lead exhibited placement difficulty. The physician felt that, upon deployment of the helix, the pinch-on tool was transmitting torque to the lead body causing the helix it to spin away from the chamber wall. The lead was replaced with a different one; however, the second lead that was attempted exhibited high thresholds. Both leads were removed and the physician chose to implant a single chamber pacemaker instead. No patient complications have been reported as a result of this event.